Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was not on site since the customer did not request any service. No logs and part were provided. We were informed that the ventilator failed internal leakage test during pre-use check due to a broken humidifier tank/chamber and the hospital refused to give further information about the issue. The hospital replaced the broken humidifier and after that, the ventilator passed pre-use check. We are not informed about the brand of the humidifier. However when such a situation occurs, the ventilator will fail the leakage test as did in this case which means that the ventilator worked within specifications. Due to lack of information, we cannot determine the root cause of the reported event.

Event description:
It was reported that during patient treatment, the ventilator alarmed later than it supposed to. There was no patient harm. Manufacturer ref.: (B)(4).